Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the exterior of the device and there were no abnormalities. Omsc disassembled the device and confirmed no marks of ingress of water into the interior of the device. In the evaluation, the reported phenomenon that the device could not be turned on was duplicated and the power switch had been damaged. Omsc confirmed that the device has passed 6 years and 9 months since it was delivered to the user facility. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of this phenomenon could not be conclusively determined, however there was the possibility that this phenomenon was attributed to the aging degradation.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
In an unspecified timing, the subject device could not be turned on. Other detailed information was not provided. There was no patient injury associated with this report.